Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(6) 2010, that a (B)(6), male, pt, underwent a coronary intervention on (B)(6) 2010. Access was achieved at the right common femoral artery (cfa). Angiomax was administered peri-procedure. Mynx was used for femoral arterial closure following the procedure, it was reported that hemostasis was successfully achieved and the pt was transferred to the floor with no hematoma or bleeding. The pt remained in the hospital overnight per standard hospital protocol for interventions. On (B)(6) 2010, an ultrasound was performed which revealed a pseudoaneurysm (psa). The pt was treated successfully with a thrombin injection and was discharged on (B)(6) 2010 with no further clinical sequelae.